Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage usb port was observed. The damage was observed due to incorrect insertion of usb cable which results the port not functioning as intended. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased returned reader and no issues were observed. Downloaded reader data while in the test fixture. Issue is not confirmed to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer reported requiring unspecified treatment by a healthcare professional due to customer being blind. In addition, customer was advised to rest. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer reported requiring unspecified treatment by a healthcare professional due to customer being blind. In addition, customer was advised to rest. There was no report of death or permanent injury associated with this event.